Event description:
It was reported that during a catheter revision and pump replacement the surgeon obtained cerebrospinal fluid (csf) access with a tuohy needle, but was having difficulty passing the new catheter to the level he desired. It was noted csf became very bloody and the physician aborted the case without re-implanting devices due to a history of a spinal hematoma (the history of a spinal hematoma pertains to a different event). The issue was presumed to be anatomical, but was not able to be determined. The guidewire was bent after it was ultimately removed from the catheter. Dye was injected into the catheter to determine if the catheter was subdural versus intrathecal and it was felt to be intrathecal. The patient was sent to intensive care unit (ICU) on a high dose of oral baclofen and neuro checks were ordered. The patient stabilized and was moved to a regular nursing floor on (B)(6) 2014. The devices were discarded. The patient was stable and on oral baclofen post-operatively and would be seen again for re-implant on (B)(6)2014. The pump was being used to deliver gablofen. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: 8591-38, lot# d59094, product type: accessory. Product ID: 8780, serial# (B)(4), product type: catheter. (B)(4).